Event description:
It was reported that a user experienced recurrent low glucose while using the ilet, with nighttime carbohydrate loading followed by device correction leading to subsequent lows, and overtreatment of hypoglycemia with a full glass of juice. The device issued alarms during these events. Symptoms included hypoglycemia with a reported low of 63 mg/dl and hyperglycemia up to 278 mg/dl, with no physical symptoms reported by the user. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization. Investigation included a review of user-reported glucose trends and alarm behavior, assessment of potential maladaptation due to repeated overtreatment and preemptive carbohydrate intake at bedtime, and guidance to consult a healthcare provider for possible setting adjustments or a factory reset. Investigation of this case revealed device performance consistent with user-driven glucose variability, where overtreatment of lows and preventive carbohydrate intake likely influenced the algorithm¿s adaptation and contributed to subsequent low trends; device alarms operated as designed. It was concluded, based on previously established findings for similar reports, that user technique and therapy management were the most likely contributors.